Event description:
It was reported the device was used during a diagnostic lap procedure. It was reported the 355s would not arm. The arming mechanism would not lock. A second 355s was introduced to complete the procedure. There was no pt consequence.